Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was reported the caregiver took the patient to the hospital; however, it was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics for the peritonitis. The caregiver reported they were trained to ¿mix the antibiotics with the solution¿. The patient was recovered from this peritonitis event and pd therapy was ongoing. No additional information is available.